Event description:
It was reported that atrial fibrillation has occurred. During the pulsed field ablation procedure to treat non-paroxysmal atrial fibrillation farawave was selected for use. It has been mentioned that this case is related to a worsening of the patient's preexisting condition (af). Electrical cardioversion and the use of class I/iii aads were performed. The patient required hospitalization. Patient discharged status is not known. The product is not expected to be returned as it has been discarded.

Manufacturer narrative:
Investigation summary: with all the available information, boston scientific is unable to confirm cause of the reported clinical observation of atrial fibrillation. The device has not been received for analysis; therefore, a technical analysis of the complaint device could not be completed. Device history record review: the manufacturing batch record review confirmed that the device met all material, assembly, and performance specifications. Device technical analysis: it was indicated the device is unavailable for return; therefore, a technical analysis of the complaint device could not be completed. Risk review: a risk review performed for the farawave device confirmed that the event of atrial fibrillation is a known event defined in the product's risk management documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Product risk benefit includes consideration of risk severity and rate, and the overall residual risk of the farawave device is acceptable. Labeling review: based on the information provided, there is no evidence that the device was used in a manner inconsistent with the labelled indications/instructions for use. Investigation conclusion: the adverse event related to patient condition cause was selected based on the information provided within the event description. There were no allegations or evidence of device malfunction or manufacturing deficiency that could have contributed to the reported event.